Event description:
Augmentation 35 years ago with saline implant. Information unknown. Had breast bx 1 1/2 years ago following the surgery, she noticed deflation of right implant. Bx benign. In 2007 - pt underwent bilateral implant removal capsulectomies - rt implant deflated completely - left implant intact. Pt augmented with mentor 300cc saline implants.